Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported a sudden loss of hearing sensation with the device. There was no accident or trauma reported. The implant site appears healthy with no swelling or redness present. Re-implantation was performed. As per the device explantation report the housing was found to be broken/damaged at device removal.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported a sudden loss of hearing sensation with the device. There was no accident or trauma reported. Re-implantation is scheduled.